Event description:
Following a heart catheterization in 2000, an angio-seal device was deployed. Post procedure, the pt complained of weakness in their legs. Additional info reported that the pt experienced a tear in the femoral artery. The pt underwent surgery to remove the angio-seal device (date unk). It was also reported that the physician had not previously performed a procedure with an angio-seal closure device prior to this event.